Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was displaying an ¿error 5¿ message. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 11.00pm, his verio 2 meter would display an ¿error 5¿ message and he was unable to obtain a blood glucose reading. The patient stated that he manages his diabetes with a combination of insulins (humalog; 15-20 units before meals and lantus; 35 units before bed). He explained that because he was not able to get a reading he followed his normal diabetes management routine and took 35 units of lantus insulin at 11.00pm. The patient advised the csr that he experienced symptoms of ¿sweating and shaking¿ around four to five hours after the product issue and explained that his wife treated his symptoms with a glucose tablet on (B)(6) 2018 at 3am. The patient denied obtaining a blood glucose result on another device. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time and that the patient was following the correct testing procedure. The csr also noted that the test strip drew in the sample. The csr walked the patient through a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading whilst using the subject meter.